Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that intermittent loss of left ventricular (lv) capture was observed on the implantable cardioverter defibrillator (ICD). The observation was thought to be due to inappropriately programmed outputs. Programming recommendations were made by technical services to address the loss of capture. Additional suggestions for assessing right ventricular capture thresholds and adjusting outputs when necessary were also provided. There were no reported patient consequences.